Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced with a different model.

Event description:
It was reported that the patient is receiving effective therapy.

Event description:
It was reported that the patient's ipg became inoperable. As a result, surgical intervention may be pending to address this issue.